Event description:
It was reported that the left ventricular lead exhibited failure to capture. Upon review it was discovered the lead dislodged. The lead was explanted and replaced. There were no patient consequences.